Event description:
It was reported that the patient was at a stage one trial and at the introducer site there was some reaction. The lead was being pulled. It was noted that the patient had a nickel allergy. Nickel is present but the nickel is in the prox connector and in the conductor wires, both of which it is not expected to be exposed. It was noted that they removed an ins because of an infection and it was revealed that the patient had a nickel allergy. The reaction was in the introducer site not in the portion that was buried. See also manufacturer's report # 3007566237-2013-01706.

Manufacturer narrative:
(B)(4).